Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The delivery pusher wire and implant coil were returned for evaluation. The implant was separated from the pusher wire, and the proximal end of the coil was stretched out approximately 40 cm. The monofilament knot-tie thread was still intact through the proximal tie location, although it was severed at the junction at the knot-tie. The middle of the coil indicated some kinking, and the strain relief was observed to be folded over itself on the pusher wire. Based on the available information and evaluation of the returned device, the reported complaint can be confirmed. It was reported that the coil was being forcibly pulled at the time of the event, which is contrary to the directions provided in the IFU. The coil stretch and subsequent detachment was the result of the device being subjected to forces that exceeded its design parameters. The warnings and precautions in the instructions for use state, "advance and retract the azur system slowly and smoothly" and "if repositioning is necessary, take special care to retract the coil under fluoroscopy in a one-to-one motion with the delivery pusher. If the coil does not move in a one-to-one motion with the delivery pusher, or if repositioning is difficult, the coil may have become stretched and could possibly break. Gently remove and discard the entire device. Due to the delicate nature of the coils, the tortuous vascular pathways that lead to certain lesions, and the varying morphologies of the vasculature, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential coil breakage and migration."

Event description:
It was reported that during a coil embolization treatment, the pusher wire was forcibly pulled back as the coil came out of the microcatheter. The coil then unraveled and detached in the microcatheter. Both segments of the coil were withdrawn together with the microcatheter and removed in their entirety. There was no reported patient injury. There was no health damage.